Event description:
It was reported that while using the surgical fiber during a prostate procedure, diminished tissue. Vaporization efficiency was observed and the cap became detached outside of the pt. The case was completed using a second fiber. There was no report of injury.

Manufacturer narrative:
Fiber analysis: the fiber cap exhibits a radial fracture at output window of cap. The fiber is fractured distal to fiber/cap fusion zone. The fractured distal tip glass cap piece is not available for analysis. The fiber proximal to fracture rotates independently of metal cap. The metal cap shows minimal signs of burnt on detritus. Based on the analysis findings the fiber/cap conditions would result in forward firing. The most probable root cause of the device failure was determined to be heat accumulation/user handling due to anatomical/procedural factors encountered during the procedure.